Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event. As a preventative measure, the company service representative reseated the loose connections within the system, replaced the footswitch processor printed circuit board (pcb) and the telemetry pcb. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The system was found to have no problems; therefore, the root cause of the reported events is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery the surgical console presented with no vacuum during phacoemulsification mode. The procedure was unknown. Patient harm was not reported. Additional information has been requested. Additional information received indicated that the footswitch was working intermittently and a system message(sm) was displayed. Surgery was completed using an alternate console. There was no patient harm.